Manufacturer narrative:
This report is being submitted as follow up no.1. This reported event has been deemed not reportable based off the evaluation of the returned sample and confirmation from the customer in regards to the findings and event description. One 6fr r2p sheath along with the dilator was received in a mated state for product evaluation. Visual inspection revealed two bends in the middle of the sheath. No anomalies were observed with the sheath tip. Two bends were noticed in the middle of the dilator. The dilator tip was inspected and microscopy confirmed that the dilator tip is deformed and crumpled.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2019-00193.

Event description:
The user facility reported that two r2p destination slender sheaths would not track into the arterial system over a supracore wire. The dilator buckled when entering the arteriotomy. The procedure outcome was good. Additional information was received on july 19, 2019. The procedure performed was a peripheral case and was completed via femoral access. The blood loss was less than 10cc's. A tr band was used during the procedure. The patient was reported to be stable following the procedure.